Event description:
Customer reported running sar-cov-2 samples on panther fusion instrument sn (B)(4) and getting positive samples with higher rlus. Customer asked techncal support (ts) what it meant and what the cutoff values were.

Manufacturer narrative:
Hologic technical support (ts) informed the customer that the assay is qualitative and not quantitative, used to determine if the patient is positive for covid, not used to determine if treatment is working. The rlu values does not mean determine infection level or stages. Customer understood and did not have any other questions. Hologic and FDA met on (B)(6) 2021, regarding how to report. All "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.